Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest, atrial fibrillation, and other unspecified injuries, on or about (B)(6) 2013, before subsequently expiring after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving 2 separate products.